Manufacturer narrative:
(B)(4). Medical devices: item# unknown , unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by xray review. Xray review indicated dislocation of the prosthetic femoral head in relation to the acetabular cup. There was no evidence of fracture or component loosening. History record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08891.

Event description:
It was reported patient has been indicated for revision due to dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.